Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The device was used during a fistulogram procedure. The 0.035" hydrophilic guide wire was placed through a 6fr introducer sheath. The site was able to traverse two lesions. However, there was difficulty loading the balloon onto the wire, despite flushing the balloon several times and making sure the guide wire was moistened as well. The physician was ultimately able to load the balloon, but was only able to advance a few centimeters and then the balloon would no longer advance. The balloon was removed, and a second balloon was used. However, the second balloon would also not advance on the guidewire; also reported as defective. The second balloon had ultimately frayed the hydrophilic coating of the guidewire. The issue resulted in the inability of loading anything on the guidewire. The site did not have a wire cutter, so the wire and balloon were removed, and the site had to start over. The site was then unable to re-cross the lesions. The procedure was aborted and rescheduled for the hospital operating room with an anesthesiologist. There was no reported procedure delay. There was no further impact to the patient.